Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h3: device evaluated by manufacturer was updated. H6: evaluation method codes were added: 3331, 4110. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product tsv6b11 is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv6b11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Sterilization record review could not be performed, as the lot number associated with the reported product tsv6b11 was not available. DHR review could not be performed, as the lot number associated with the reported product tsv6b11 is a supplier lot number with no available DHR. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Infection, bone loss, and/or peri-implantitis are previously investigated failures which are currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess these events as potential failures with adequate controls in place. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Also, design controls ensure that the implant design is unlikely to cause or contribute to this condition. Additionally, verification and/or validation activities are completed for each situation associated with implant hazards, demonstrating that the existing controls in place mitigate all hazards to an acceptable level.

Event description:
No additional information received at the time of this report.

Event description:
It was reported that the patient experienced peri-implantitis at implants tooth sites #2,4,6,11,13,14, with associated inflammation and pain. Therefore, the implants were removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.